Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. As a result, the pacemaker exhibited farfield oversensing of ventricular signals on the atrial channel as a result. Technical services (ts) suggested further actions and reprogramming options. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.